Manufacturer narrative:
(B)(4). Date sent 12/30/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: 1. The additional information indicated there was a radiological leak. What was the cause of the leak? Ans: upon discussion with the surgeon, the surgeon did not mentioned the cause of the leak, but the hint was that the leak was likely due to the low anastomotic site and thickened tissue. During sales rep's discussion with the surgeon, he said the patient had to spend longer time in hospital but otherwise was overall doing well. 2. Was an ethicon device used at the site of the leak? Both ethicon and medtronic devices were used at the anastomosis site. Ethicon echelon+ with gst reloads and the medtronic eea tristaple circular stapler were used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap anterior resection the procedure was difficult due to the narrow pelvic space and also due to the fact that the patient had received radiotherapy prior to the surgery. The radiotherapy had caused thickening and hardening of the rectum tissue, thus making the surgery difficult, wherein multiple staple firing were needed to divide the rectum. The procedure was successfully completed. There were no patient consequences.